Manufacturer narrative:
The last calibration performed on (B)(6) 2023 was ok and there were no alarms. Quality controls recovered within range. There was no indication of a reagent performance issue. The sample centrifugation time may have been shorter than recommended by the tube manufacturer. The field service engineer determined the issue was related to sample probe carryover. A wash station and the probe were cleaned. Rinsing was adjusted. The cell reagent flow path was checked. All tubing connectors were tightened. The operation was checked and it was good. The customer ran controls and these passed. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
H3 other text : na.

Event description:
The initial reporter stated they received discrepant results for three patient samples tested with mg2 magnesium gen.2 on a cobas c 503 analytical unit. The initial results were reported outside of the laboratory and the doctor requested a repeat of the samples. The samples were repeated and the repeat results were deemed correct. The customer stated they also started having issues with quality control recovery on (B)(6) 2023. The first sample initially resulted in a mg value of 3.4 mg/dl and it repeated as 2.1 mg/dl. The second sample initially resulted in a mg value of 3.3 mg/dl and it repeated as 2.0 mg/dl. The third sample initially resulted in a mg value of 4.4 mg/dl and it repeated as 1.9 mg/dl. The mg reagent lot number was 674857. The reagent expiration date was requested, but not provided.